Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer¿s blood glucose level was 400's mg/dl, 568 mg/dl, usually runs around 300 mg/dl and between 200 mg/dl to 250 mg/dl. The insulin pump also received insulin flow blocked alarm and during troubleshooting it was found that the insulin pump was working as design. The insulin pump will not be returned for analysis.